Manufacturer narrative:
(B)(4).

Event description:
The customer questioned ise patient results on the cobas 6000 c (501) module between (B)(6) 2018. Due to this, the customer calibrated and ran qc and both failed. The customer installed new electrodes, primed and performed an ise check which passed but calibration and qc still failed. The customer then replaced all the reagents, performed several primes and several ise checks which also passed but calibration and qc still failed. The customer provided data for 4 patient samples that had been tested for ise indirect na, k, ci for gen.2. And reported outside of the laboratory. Based on the data provided, the na results for 2 patients were erroneous. Patient 1 had an initial na result of 128 mmol/l on the c501 module in question. The sample was repeated on a different analyzer and the result was 138 mmol/l. Patient 2 (male with date of birth of (B)(6)) had an initial na result of 123 mmol/l on the c501 module in question. The sample was repeated on a different analyzer and the result was 129 mmol/l. The repeat results were believed to be correct. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found build up in the valves. The fse cleaned the valves from the instrument to the drain. Calibration and qc passed.

Manufacturer narrative:
Since no further issues were noted since the service visit, the investigation determined that the valve issue found by the fse was the root cause of the event.